Event description:
It was reported that over a period of time the sound the patient "heard" became poorer. Testing showed that 11 of the 12 electrode channels had either high impedance or increasing impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.